Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink monitor (ID 828620) was having "inappropriate values" and therefore, the sensor connected with the monitor was explanted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink monitor was returned for evaluation: failure analysis - no fault found. The device is working properly. Root cause - the device worked properly and no fault was found related to the cerelink monitor.

Event description:
N/a.